Event description:
It was reported to boston scientific corporation that a wallflex biliary uncovered stent was to be used to treat a malignant stricture within the bile duct on (B)(6), 2010. According to the complainant, while attempting to deploy the stent, the physician felt resistance. The physician was able to remove the device and successfully complete the procedure by using another wallflex biliary stent. It is unknown if the stent completely failed to deploy, or if the stent was partially deployed. The anatomy was noted to be moderately tortuous, and the stent was successfully deployed outside of the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The returned product had the stent fully deployed, while there was what appeared to be contrast media inside the outer sheath of the delivery system. During a functional analysis, there was slight resistance when retracting the distal handle, which is most likely due to the presence of the contrast media. There were no issues with the profile of the delivery system, or with the stent itself. The shaft was dissected proximal to the guidewire access port. No issues were found with the inner lumen. The condition of the returned device was consistent with difficulty deploying. The most probable root cause is being labeled as operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a wallflex biliary uncovered stent was to be used to treat a malignant stricture within the bile duct on (B)(6), 2010. According to the complainant, while attempting to deploy the stent, the physician felt resistance. The physician was able to remove the device and successfully complete the procedure by using another wallflex biliary stent. It is unknown if the stent completely failed to deploy, or if the stent was partially deployed. The anatomy was noted to be moderately tortuous, and the stent was successfully deployed outside of the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.